Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from the USA stating that the black outer hose became detached from the motor handpiece. The device was being used during surgery. No patient injury reported. The event date is unknown. There was no additional information provided.